Event description:
Reporter indicated that a pt presented with high lead impedance during routine diagnostic testing. Trauma and pt manipulation are not thought to be factors. No adverse events were reported. X-rays were taken and sent to the manufacturer for review. No obvious cause for this high impedance was found during review of the x-rays. Revision surgery is likely.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.